Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that the insulin pump alarmed off on power. The blood glucose reading was 220 mg/dl. He stated that the battery was previously used. He was advised of recommended batteries to use. He also reported that he received a battery out limit alarm and a failed battery test alarm while trying different batteries. He stated that the batteries were not new and was advised to insert a fresh battery. Nothing further was reported.